Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times. It was stated that the device was not exposed to a high magnetic field. It was mentioned that the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Motor error during the basic occlusion test and unable to prime during the prime test due to loose/protruded drive support disk. The insulin pump received with scratched display window, cracked battery tube threads and cracked at corner display window.